Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was to be used during a stone removal procedure performed on (B)(6), 2011. According to the complainant, while preparing for the procedure, one of the four basket wires was found to be unraveled/frayed. Additionally, the basket tip was kinked/bent. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use and the basket was in the open position. The guidewire lumen (side-car) presented push-back, and one of the basket wires was frayed and broken. Additionally, it was noted that the basket wires were found to be crossed as the basket had been folded over or inverted. Functionally the basket was difficult to extend and retract due to the damage noted. A microscopic analysis of the damaged basket wire revealed the fractured wire ends appear to have necked down indicating that it failed while undergoing shear or tensile force. The condition of the returned incident device was consistent with the complaint that the 'one of the four basket wires was found to be unraveled/frayed'. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was to be used during a stone removal procedure performed on (B)(6), 2011. According to the complainant, while preparing for the procedure, one of the four basket wires was found to be unraveled/frayed. Additionally, the basket tip was kinked/bent. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.